Event description:
It was reported the pt experienced withdrawal symptoms and was admitted to the hospital. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.